Event description:
The customer contact reported an adverse event while the device was un use. At an unspecified time, the pump was programmed to deliver 1000 ml of d5 1/2 ns with 20meq of potassium chloride and the delivery was started. No specific programming parameters were provided. At 0520, the pt coded. It was unspecified the medical interventions that were provided. At an unspecified time, the pt expired. The customer contact stated., "I have no doubt in my mind that the pump functioned as intended. The pump was programmed as ordered and the amounts of fluids left in the IV bags were correct with what was running." Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing including delivery accuracy this report rep. All information known by the reporter upon query by hospira personnel.